Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that their urinary retention was pre-existing. To resolve it, the ¿unit changed number wise¿ and it was noted that the urinary retention was not as bad. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a family member regarding the patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had good therapy relief since the implant but has been experiencing symptoms over the last month. The caller stated the symptoms were patient feeling she needed to go to the bathroom and once she gets to the bathroom nothing comes out or does not feel bladder being emptied completely. Caller also stated that patient had felt like she needs to go and then she can't make it. Caller stated she has tried turning up the stimulation and patient confirmed feeling stimulation but on the highest level. Caller was redirected to follow up with healthcare professional in regards to symptoms and feeling stimulation. The patient has an appointment scheduled with her healthcare professional in january. No further complications were reported.